Event description:
During an ep evaluation of the pt, noise was observed on the endocardial lead electrograms during charging and noise was continuous on the surface ecgs. A capacitor maintenance was performed which resulted in a greater than 25 seconds charge time and noise was observed on all electrograms. The lead-to-ICD connection was verified as appropriate and no fluid was present in the ICD header.